Manufacturer narrative:
No device return anticipated due to device being explanted 2 years prior to the event notification. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who had an initial hip implanted, date unknown, had a head liner revised on (B)(6) 2020, ¿60 mm cup 36id liner gxl extended coverage or lipped, not sure of the nomenclature there¿.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; reason not reported.